Manufacturer narrative:
Reported event an event regarding wear involving a mako insert was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection of the returned device indicated that the damage present consistent with the time it was implanted. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to pain. Visual inspection of the returned device indicated that the damage present consistent with the time it was implanted. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to pain. A mako right medial uni knee was converted to a triathlon tka. Intra-operatively, surgeon reported that the insert looked discolored/ pitted. Surgeon would like investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted if additional information becomes available. The following devices were also listed in this report: mck femoral-rm-ll-sz 4; cat# 180514; lot# 615758-m mck tibial baseplate-rm/ll-sz 4; cat# 180614; lot# 26480821-01 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to pain. A mako right medial uni knee was converted to a triathlon tka. Intra-operatively, surgeon reported that the insert looked discolored/ pitted. Surgeon would like investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.